Event description:
The customer reported that the system locked up during fluoro and acted like it was fluoroing but was not making x-rays. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.